Event description:
Doctor had revised this patient's poly and head in (B)(6) of 2013. Subsequently, the patient presented with pain and mr showed significant calcar resorption and a fracture of the greater troch according to doctor. Doctor removed the stem and re-implanted a cone/ conical construct utilizing dall miles cables and grip along with femoral strut graft to secure the construct.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
Manufacturing date corrected and implant date updated. An event regarding peri-prosthetic fracture involving a secur fit stem was reported. The event was not confirmed. The device was not returned for analysis. Medical records indicated that insufficient information was received for review with a clinical consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Event description:
Doctor had revised this patient's poly and head in (B)(6) 2013. Subsequently, the patient presented with pain and mr showed significant calcar resorption and a fracture of the greater troch according to doctor. Doctor removed the stem and re-implanted a cone/ conical construct utilizing dall miles cables and grip along with femoral strut graft to secure the construct.